Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thoracoscopic lobectomy procedure, while firing at lobar vessels, I-beam was stuck due to a visible, black part in the channel of the cartridge, so the reload was unable to be fired even if the green button was pressed. It was also noted that the handle could not be squeezed. They replaced both the handle and reload to complete the case. There was no patient injury.